Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube(s))"), device dislocation ("migration of essure device location of device: right fallopian tube,"), menorrhagia ("abnormal bleeding (menorrhagia)"), pelvic pain ("pelvic pain, pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure (batch no. Log326368) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "the plaintiff did not undergo an essure confirmation test". The patient's concurrent conditions included overweight. In (B)(6) 2014, the patient experienced hot flush ("hot flashes"), depression ("depression"), rash ("rash"), bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), weight increased ("weight gain") and nausea ("nausea"). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), cystitis ("infection (bladder)"), urinary tract infection ("infection (urinary tract)") and vaginal infection ("infection (vaginal)") with vaginal discharge. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), mood swings ("mood swings") and adnexa uteri pain ("ovaries pain"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)- portion of right tube with essure), surgery (total hysterectomy (uterus and cervix removed)- portion of right tube with essure), surgery (ablation) and surgery (total hysterectomy (uterus and cervix removed)- portion of right tube with essure). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, device dislocation, pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain, abdominal pain lower, hot flush, mood swings, vaginal haemorrhage, cystitis, vaginal infection, depression, rash, bladder disorder, urinary tract disorder, migraine, headache, dysmenorrhoea, dyspareunia, fatigue, weight increased, nausea and adnexa uteri pain outcome was unknown and the menorrhagia had not resolved. The reporter considered abdominal pain, abdominal pain lower, adnexa uteri pain, bladder disorder, cystitis, depression, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, genital haemorrhage, headache, hot flush, menorrhagia, migraine, mood swings, nausea, pelvic pain, rash, urinary tract disorder, urinary tract infection, vaginal haemorrhage, vaginal infection, vulvovaginal pain and weight increased to be related to essure. The reporter commented: most, if not all of plaintiff's symptoms decreased following essure removal. Current weight 185 lbs insertion details: procedure: hysteroscope was inserted. The entire uterine cavity was visualized. There were no abnormalities noted. The essure coils were placed in each tube. The procedure was terminated. The patient tolerated the procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.3 kg/sqm. Most recent follow-up information incorporated above includes: on 16-apr-2018: plaintiff fact sheet and medical records received. New reporters added. Patient demographic information and patient relevant history added. Lot number (log326368) added. Events hot flashes, mood swings, abnormal bleeding (vaginal), abnormal bleeding ( menorrhagia), infection (bladder), infection (urinary tract), infection (vaginal), depression, rash, bladder problems or changes , urinary problems or changes, migraines, headaches, migration of essure device location of device: right fallopian tube, nausea, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), perforation (fallopian tube(s)), fatigue, weight gain, ovaries pain, the plaintiff did not undergo an essure confirmation test. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube(s))"), device dislocation ("migration of essure device location of device: right fallopian tube,"), menorrhagia ("abnormal bleeding (menorrhagia)"), pelvic pain ("pelvic pain, pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure (batch no. Log326368-not valid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "the plaintiff did not undergo an essure confirmation test". The patient's concurrent conditions included overweight. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced hot flush ("hot flashes"), depression ("depression"), rash ("rash"), bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), weight increased ("weight gain") and nausea ("nausea"). In (B)(6) 2014, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), cystitis ("infection (bladder)"), urinary tract infection ("infection (urinary tract)") and vaginal infection ("infection (vaginal)") with vaginal discharge. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), mood swings ("mood swings") and adnexa uteri pain ("ovaries pain"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)- portion of right tube with essure), surgery (total hysterectomy (uterus and cervix removed)- portion of right tube with essure), surgery (ablation) and surgery (total hysterectomy (uterus and cervix removed)- portion of right tube with essure). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, device dislocation, pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain, abdominal pain lower, hot flush, mood swings, vaginal haemorrhage, cystitis, vaginal infection, depression, rash, bladder disorder, urinary tract disorder, migraine, headache, dysmenorrhoea, dyspareunia, fatigue, weight increased, nausea and adnexa uteri pain outcome was unknown and the menorrhagia had not resolved. The reporter considered abdominal pain, abdominal pain lower, adnexa uteri pain, bladder disorder, cystitis, depression, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, genital haemorrhage, headache, hot flush, menorrhagia, migraine, mood swings, nausea, pelvic pain, rash, urinary tract disorder, urinary tract infection, vaginal haemorrhage, vaginal infection, vulvovaginal pain and weight increased to be related to essure. The reporter commented: most, if not all of plaintiff's symptoms decreased following essure removal current weight 185 lbs. Insertion details: procedure: hysteroscope was inserted. The entire uterine cavity was visualized. There were no abnormalities noted. The essure coils were placed in each tube. The procedure was terminated. The patient tolerated the procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.3 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-aug-2018: update to information(invalid batch). Incident: no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube(s))'), device dislocation ('migration of essure device location of device: right fallopian tube,'), menorrhagia ('abnormal bleeding (menorrhagia)'), pelvic pain ('pelvic pain, pain') and genital haemorrhage ('heavy abnormal bleeding/abnormal bleeding(general)') in a female patient who had essure (batch no. Log326368-invalid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "the plaintiff did not undergo an essure confirmation test". The patient's concurrent conditions included overweight. Concomitant products included fluoxetine since 1999 and simvastatin since (B)(6) 2012. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), hot flush ("hot flashes"), depression ("depression"), rash ("rash"), bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue") and nausea ("nausea") and was found to have weight increased ("weight gain"). In (B)(6) 2014, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), cystitis ("infection (bladder)"), urinary tract infection ("infection (urinary tract)") and vaginal infection ("infection (vaginal)") with vaginal discharge. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), mood swings ("mood swings") and adnexa uteri pain ("ovaries pain"). The patient was treated with surgery (ablation and total hysterectomy (uterus and cervix removed)- portion of right tube with essure). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, device dislocation, pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain, abdominal pain lower, hot flush, mood swings, vaginal haemorrhage, cystitis, vaginal infection, depression, rash, bladder disorder, urinary tract disorder, migraine, headache, dysmenorrhoea, dyspareunia, fatigue, weight increased, nausea and adnexa uteri pain outcome was unknown and the menorrhagia had not resolved. The reporter considered abdominal pain, abdominal pain lower, adnexa uteri pain, bladder disorder, cystitis, depression, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, genital haemorrhage, headache, hot flush, menorrhagia, migraine, mood swings, nausea, pelvic pain, rash, urinary tract disorder, urinary tract infection, vaginal haemorrhage, vaginal infection, vulvovaginal pain and weight increased to be related to essure. The reporter commented: most, if not all of plaintiff's symptoms decreased following essure removal current weight 185 lbs insertion details: procedure: hysteroscope was inserted. The entire uterine cavity was visualized. There were no abnormalities noted. The essure coils were placed in each tube. The procedure was terminated. The patient tolerated the procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.3 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-oct-2019: with follow up received on 18-oct-2019 it was detected that this record was a duplicate to record # (B)(4) which will be deleted after all information was transferred to this record # (B)(4), which will be retained. New: social media reporter was added incident no valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube(s))"), device dislocation ("migration of essure device location of device: right fallopian tube,"), menorrhagia ("abnormal bleeding (menorrhagia)"), pelvic pain ("pelvic pain, pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure (batch no. Log326368-invalid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "the plaintiff did not undergo an essure confirmation test". The patient's concurrent conditions included overweight. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced hot flush ("hot flashes"), depression ("depression"), rash ("rash"), bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), weight increased ("weight gain") and nausea ("nausea"). In (B)(6) 2014, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), cystitis ("infection (bladder)"), urinary tract infection ("infection (urinary tract)") and vaginal infection ("infection (vaginal)") with vaginal discharge. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), mood swings ("mood swings") and adnexa uteri pain ("ovaries pain"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)- portion of right tube with essure), surgery (total hysterectomy (uterus and cervix removed)- portion of right tube with essure), surgery (ablation) and surgery (total hysterectomy (uterus and cervix removed)- portion of right tube with essure). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, device dislocation, pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain, abdominal pain lower, hot flush, mood swings, vaginal haemorrhage, cystitis, vaginal infection, depression, rash, bladder disorder, urinary tract disorder, migraine, headache, dysmenorrhoea, dyspareunia, fatigue, weight increased, nausea and adnexa uteri pain outcome was unknown and the menorrhagia had not resolved. The reporter considered abdominal pain, abdominal pain lower, adnexa uteri pain, bladder disorder, cystitis, depression, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, genital haemorrhage, headache, hot flush, menorrhagia, migraine, mood swings, nausea, pelvic pain, rash, urinary tract disorder, urinary tract infection, vaginal haemorrhage, vaginal infection, vulvovaginal pain and weight increased to be related to essure. The reporter commented: most, if not all of plaintiff's symptoms decreased following essure removal. Current weight 185 lbs. Insertion details: procedure: hysteroscope was inserted. The entire uterine cavity was visualized. There were no abnormalities noted. The essure coils were placed in each tube. The procedure was terminated. The patient tolerated the procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.3 kg/sqm. Most recent follow-up information incorporated above includes: on 15-aug-2018: update of information (batch is invalid). Incident: no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (to remove one or more essure coils). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.